Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Failed variax hand plate as discovered in post operative x-ray. Revision surgery required.